Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 24 mr290hfv high frequency vented autofeed humidification chambers had a leak at the connection between water feedset tube and spike. This was observed before use on a patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that 24 mr290hfv high frequency vented autofeed humidification chambers had a leak at the connection between water feedset tube and spike. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented autofeed humidification chambers were not returned to fph in (B)(4) for investigation, as two units from the same lot of the actual devices involved in the reported incident were previously evaluated. Our analysis is accordingly based on the event description and results of previous investigations on similar complainst. Inspection of the previous samples received showed that insufficient glue had been applied between the connection of the water feedset tube and spike. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. Our user instructions that accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.